Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation found the upper and lower readings on the ultrasonic sensor to be out of specification. This deficiency was caused by a failed upstream sensor. Inaccurate ultrasonic readings would make the pump more sensitive to air and upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed for upstream occlusion when no occlusion was present. This issue was discovered during routine testing. The pump was run using water at a rate of 250 ml/hr, and after 20 minutes, the device gave a false alarm for upstream occlusion. It was further reported that there was no pt injury.